Event description:
The reporter indicated that he was experiencing communication errors with his vns programming wand. The wand was returned to the MFR and the reported event was verified as the serial cable was found to have an intermittent conductor, thus causing the communication issues. After substituting a known good bench cable, the device performed according to specs.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.